Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for review. The system monitor flashed low flow or pump off. They reviewed the event history and did not see any evidence of pump stop. They suspect it to be a system monitor malfunction. It appeared that the event log did not capture low flow or pump off event on the log file. The event log captured double power cable disconnect and no external power during power change on 17may2026 at 16:04. There was no pump interruption during these events. The alarms resolved upon reconnections of power cable to the battery.